Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ severe stenosis, 70% calcification and tortuosity. (No results available since no evaluation performed) - device or procedural images not provided for review. (None) ¿ device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ severe stenosis, 70% calcification and tortuosity. Inherent risk of procedure ¿ (failure to deliver and stent deformation). (B)(4).

Event description:
Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The shaft was kinked at the guidewire entry port. The entry port was ripped. The first five proximal stent segments were stretched and deformed with a number of struts raised. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: (deformation problem).

Event description:
Physician was attempting to deliver 1 resolute integrity drug eluting stent to lesion with 70% calcification and vessel tortuosity but the device could not cross due to severe stenosis. Ptca was carried out and the physician attempted to deliver the stent again but it could not cross. When the device was removed it was noted to be deformed. Another device was used to treat the patient. No clinical sequelae were reported.